Manufacturer narrative:
Device not returned.

Event description:
It was reported that data points were missing from the continuous glucose monitor graph. There was no reported impact to the customer¿s blood glucose. Reportedly, the issue resolved and the customer continued to use the pump for insulin therapy.